Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient experienced elevated blood glucose levels of hi. She attempted to bolus to lower the levels, but they did not go down. The following morning she changed her infusion set and found the cannula was bent. She called paramedics and was treated for hyperglycemia. She later went to a scheduled doctor's appointment where her blood glucose was found to be 600 mg/dl. Her doctor told her to go to the hospital and she complied. She was treated with an insulin injection, an IV of insulin, and IV of saline. The infusion set was requested to be returned for product evaluation.